Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their heart rate goes "below sixty now and then". The patient said that they will see that on their blood pressure machine occasionally. Additionally, the patient noted that the model of their cardiac resynchronization therapy defibrillator (crt-d) "is sticking out" and that "this one is shaped a little different" and is larger than their previous device models that they had implanted. The patient also mentioned that they encounter a lead issue previously and the lead was in their abdomen and the lead malfunctioned. The crt-d remains in use. The status of the lead in unknown. No further patient complications have been reported as a result of this event.